Event description:
Five mins into dialysis treatment, pt's father noticed a tiny blood ooze from a pinhead sized hole from the venous limb of the catheter.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.